Manufacturer narrative:
Insulin pump passed the self test and displacement test. However, software error alarm found in the pump history due to software error (linenumber = 778 ; filenumber = 4096). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an multiple insulin pump error. The customer¿s blood glucose was 7.2 mmol/l. Customer states they are able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.